Event description:
It was reported that: it seems that while facility certified nursing assistant's were transferring resident the scale fell from the unit dropping a resident. Resident went to hosp with head injury, was returned to facility after exam-bump on his head reported. What happened per facility is the clevis pin that holds the lift hook on the bottom side of the scale gave way (scale, spreader arm, and resident fell). Sale rep to do an on-site eval of unit and replace any parts that need to be replaced.